Manufacturer narrative:
Evaluation summary: the product was returned for analysis investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient's intraocular pressure (iop) increased. The surgeon suspected that the iop increases was due to the shunt being clogged. Suture lysis and suture removals were performed. In a follow up, the surgeon reported that the shunt was explanted and a trabeculectomy was performed.